Manufacturer narrative:
It was discovered while troubleshooting with bci hotline that a total t4 reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. Service was not dispatched for this event as the root cause was identified while troubleshooting with bci hotline.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected results (>31ug/dl) for total t4 generated by the access 2 immunoassay system on multiple patients' samples. The exact number of patients was requested but not supplied. The corrected results were requested but not supplied. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.